Event description:
Reported a customer receiving high readings on the precision xtra blood glucose meter. The customer obtained a reading of 130 mg/dl compared to a laboratory comparison reading 70 mg/dl. There was no report of death, serious injury or mistreatment associated with this event.